Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was high impedance on contact 10. Contact 10 was not used in the patient's programs and they were currently not using the device. The issue was unresolved, with no further actions planned. Additional information received. When asked why the patient was not using their device, it was clarified that the patient's therapy was suspended due to the resolution of their symptoms; the patient no longer required the therapy.

Manufacturer narrative:
Continuation of d10: product ID 09100-60 lot# serial#(B)(6) , implanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(6) , ubd: 14-feb-2023, UDI#: (B)(4). G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.